Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. However, the connector at the lcd board was found unlocked. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was changing the infusion set and the up arrow button on the insulin pump stopped responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.